Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure a review of a recent computed tomography (CT) scan revealed that the right ovation ix limb is currently in the aneurysm sac and there is a type 1b endoleak present; however, the endoleak is contained due to thrombus in the aneurysm sac. The patient is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the right common iliac artery limb movement is unconfirmed. The type 1b endoleak of the right common iliac artery is confirmed. This is moderately consistent with the reported adverse event/incident. The reported movement of the right common iliac stent could have contributed to the type 1b endoleak, however the right common iliac stent movement could not be confirmed due to lack of comparative imaging. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported as being monitored pending reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure a review of a recent computed tomography (CT) scan revealed that the right ovation ix limb is currently in the aneurysm sac and there is a type 1b endoleak present; however, the endoleak is contained due to thrombus in the aneurysm sac. The patient is currently being monitored while an intervention is being discussed. Additional information: on (B)(6) 2023, an intervention was completed where two ovation ix iliac limbs were implanted and the event was successfully resolved. The final patient status was reported as doing fine post secondary procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the right common iliac artery limb movement is unconfirmed. The type 1b endoleak of the right common iliac artery is confirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. The reported movement of the right common iliac stent could have contributed to the type 1b endoleak, however the right common iliac stent movement could not be confirmed due to lack of comparative imaging. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported as doing fine post secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.